Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an appendectomy, the device locked no other adverse events reported. Additional information was requested. Upon receipt, a supplemental will be sent.